Manufacturer narrative:
Subsequent to the september 15, 1998 retrieved implant analysis associated with complaint 9800904, four pt radiographs were rec'd. Pre-revision radiographs were requested to assist in determining if there was a possible relationship between the fracture of the subject device's posterior lateral condyle, the lack of hard tissue ingrowth, and the presence of a large fragment of bone in that region, the latter having been noted in the february 8, 1998, revision operative notes. Two radiographs were post-revision and not germane to the question at hand. A third radiograph showing lateral views of both the left and right total knee replacements did not have legible pt identity or date info. The fourth radiograph was dated october 8, 1991, making it approx 10 months prior to revision. This radiograph displayed a large bone fragment posterior to the condyles. Measuring the fragment on the radiograph, with no magnification factor applied, yielded dimensions 15mm x 20 mm. It was not obvious from this radiographic view the origin of this large fragment or if it was related to the eventual failure of the device. At this time, jjpi considers this file closed.

Event description:
Revision surgery due to fractured femoral component.